Manufacturer narrative:
Technician during pm, found side comm cable with exposed copper wires. Replaced cable to resolve this issue. No pt impact.

Event description:
Info received that sidecomm cable was found with exposed wires. No pt impact.